Event description:
It was reported that, while setting up a cori assisted tka surgery, a "no signal" message appeared on the 24 inch monitor and the tablet. The tablet connection light did not come out. The real intelligence cori console did not terminate working despite the shut down button on the lcd was touched. Surgery was performed without any delay by manual procedure. Since incident occurred before procedure; patient was not yet involved.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. A review of manufacturing records indicate the device met all specifications upon release into distribution. The real intelligence cori for knee arthroplasty user manual (500230 rev d) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with interference disrupting the video signal. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence cori, part # rob10024, serial # (B)(6), intended for use in treatment, was returned for evaluation. System log files and screenshots were retrieved from the returned device. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. It was found that none of the displays were functioning, and after some testing it was found that the motherboard was responsible and was not properly sending video feed to the gpu. The most likely cause was found to be due to a faulty pcie port on the motherboard. It could not be determined how this occurred, but it may have been due to an electrical fault or short which damaged the board. From the log files extracted, it was confirmed that the console was fully functional previously. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The real intelligence cori for knee arthroplasty user manual (500230 rev d) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.